Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after one day of use, air leakage occurred. Leak check was performed prior to use with no leakages observed. No adverse health outcome resulted from this event.

Manufacturer narrative:
One used sample was received for evaluation. Visual inspection confirmed a tear on the cuff surface. Reporter stated unit was checked prior to use with no leakage observed and was successfully used for a day prior to reported event; therefore it is likely the damage to the cuff occurred during use. There is an inherent risk of the cuff becoming damaged when using any tracheal, tracheostomy product and is not necessarily evidence of a device failure. All units are tested following assembly, prior to packaging. The instructions for use (IFU) state that the cuff of all tracheal, tracheostomy products should be tested immediately prior to use. The IFU also warns to guard against damage by avoiding contact with sharp edges.